Manufacturer narrative:
Analysis of the implantable neurostimulator did not find any significant anomalies of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
A patient reported via company representative (rep) on 2016-02-04 that they felt burning at the pocket site with the implantable neu rostimulator (ins) either on or off. The patient had a change in their weight recently, and it was noted that they were thin. Over time the ins had gradually got closer to the skin. A pocket revision was planned with a possible ins replacement. Additional information was received the next day from the patient's spouse that the patient experienced shocking. They also had a burning sensation at the ins site. A device check had already been conducted, and they had not found anything wrong with leads. Additional information was received from a company representative on 2016-02-16 stating that the ins had been explanted and replaced on (B)(6) 2016. They were going to send the device back that day for analysis. The indication for use was chronic low back pain. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The narrative of this report reflects the details of the entire event. (B)(4).

Event description:
A patient reported via company representative (rep) on 2016-02-04 that they felt burning at the pocket site with the implantable neu rostimulator (ins) either on or off. The patient had a change in their weight recently, and it was noted that they were thin. Over time the ins had gradually got closer to the skin. A pocket revision was planned with a possible ins replacement. Additional information was received the next day from the patient's spouse that the patient experienced shocking. They also had a burning sensation at the ins site. A device check had already been conducted, and they had not found anything wrong with leads. It was also stated that the patient needed to have their battery replaced, noting that it only lasted five years and should have lasted longer. Additional information was received from a company representative on 2016-02-16 stating that the ins had been explanted and replaced on (B)(6) 2016. The indication for use was chronic low back pain. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.